Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Received call from that she received an occlusion alert and had to replace her infusion again pt has through 4-5 contact/detach 23"-6mm infusion sets and will run out before her next supply order. Advised pt we will send a box of replacement. Bg was not affected. Bg is at 95.